Manufacturer narrative:
Analysis was unable to confirm the output connectors were loose and would not hold onto the leads. The output connector assembly was replaced as a preventative measure. Analysis also noted that the hanger assembly was broken, the case was broken, the keypad was de-laminated, the encoder assembly was contaminated, the knobs were contaminated, and the display wires were pinched with compromised insulation. All found defective parts were replaced and all other identified issues were resolved. The firmware was updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connectors on both the atrial and ventricular sides of the external pulse generator (epg) were loose and would not hold onto the leads. The epg was returned for service. There was no patient involvement.